Manufacturer narrative:
Technical support instructed the account to isolate the siderails, but the issue remained. The account was then instructed to see if a click is heard at the sidecom board when pressing the nurse call buttons. The account did not hear a click. The account was instructed to replace the siderail interface board. Repairs have not been completed.

Event description:
The account alleged that the bed is not sending a nurse call when the nurse call buttons are pressed.